Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 2.00mm x 15mm maverick²¿ balloon catheter was advanced to predilate the lesion. The balloon was inflated twice; initially at 6 atmospheres then at 8 atmospheres. However, upon the third inflation, the balloon ruptured 10 atmospheres. The device was simply removed as a whole from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic inspection revealed a longitudinal burst, 13mm in length. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 2.00mm x 15mm maverick²¿ balloon catheter was advanced to predilate the lesion. The balloon was inflated twice; initially at 6 atmospheres then at 8 atmospheres. However, upon the third inflation, the balloon ruptured 10 atmospheres. The device was simply removed as a whole from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.